Event description:
It was reported that a patient who previously had undergone an x-stop procedure had additional spinal surgery due to progression of lumber spinal stenosis. The x-stop implant was removed at the time of additional spinal surgery. Up to the point of explant, the x-stop had fulfilled its intended purpose. There were no complications reported. No other information was provided.

Manufacturer narrative:
Other; device not returned; follow up with company representative.